Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose while using the ilet and contacted support for assistance with a cartridge change; the agent provided troubleshooting and education, including rewinding, inserting a new cartridge prior to attaching the connector, disconnecting from the anchor site, filling tubing, reconnecting, and filling the cannula, after which insulin therapy was resumed. Symptoms included hyperglycemia with a highest reported value of 197 mg/dl and duration above 180 mg/dl of approximately 30 minutes, without alerts for severe hyperglycemia, ketone testing, back-up therapy, or medical intervention. Outcomes included no immediate health effects and no need for third-party assistance or hospitalization. Investigation included device use review through guided troubleshooting and user education. Investigation of this case revealed no device malfunction identified during the call and no component failure observed, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.